Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis. It was stated that the customer is blind and she can work with her insulin pump. It was stated that the customer ran out of insulin in the pump and did not do anything, which caused to end up in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.